Event description:
It was reported that when the operator was putting the avanti sheath over the wire, some sort of white powder came out of the lumen. The sheath will be returned for analysis. The integrity of the sterile pouch had not been compromised. No product damage has been observed.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for procedure acceptance. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.